Manufacturer narrative:
The investigation for the reported pump stop has been completed. The impella device was returned for evaluation. Upon inspection of the device, biomaterial was seen in the outflow cage and throughout the cannula. The device was able to be run after removal of biomaterial. Clinical summary reported biomaterial observed in the outflow after explant and that pump stop occurred during patient move. The data logs confirm a sudden motor current spike and a rise in purge pressure and multiple #13 alarms and #18 impella stopped alarms. The root cause of the temporary pump stop was determined to be biomaterial.

Event description:
The user facility reported a 62-year-old male was implanted with an impella rp for mechanical circulatory support. It was reported that the impella rp motor current spiked and the impella stopped and restarted three times. The physician removed the impella. The patient was reported as stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿